Event description:
It was reported that "guide wire kinking". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "guide wire kinking". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer provided one image showing the guidewire fully advanced through the catheter. Visual analysis revealed that the guidewire was bent and exhibited biological material on its surface. The customer also returned one guide wire and catheter. The guide wire was returned fully advanced through the catheter and showed evidence of use. The guidewire was observed to have several kinks on the guide wire body towards the distal end. The distal j-bend was slightly misshapen but remained intact. Microscopic examination confirmed the presence of these kinks. Both welds were present and appeared full and spherical. Visual and microscopic examination of the catheter revealed no obvious defects or anomalies. The major kinks in the guidewire body were measured at 580 mm, 540 mm, and 490 mm from the proximal tip. The guidewire measured 602 mm in length, which is within the specification of 596-604 mm per guidewire product drawing. The outside diameter of the guidewire measured 0.798 mm, which is within the outer diameter specification of 0.788-0.826 mm per guidewire product drawing. The catheter body length measured 219 mm, which is within the specification of 207-227 mm per catheter product drawing. The catheter outer diameter at the tip measured 1.496 mm , which is within the specification limits of 1.40-1.52 mm per the catheter product drawing. The catheter inner diameter at the tip measured 0.990 mm, which is within the specification limits of 0.95-1.02 mm per the catheter product drawing. Therefore, the catheter tip thickness was within the intended range. The components were functionally tested by advancing the guide wire through the returned catheter, and the undamaged portions passed with little to no resistance. Major resistance was observed while advancing the kinked portions. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion." A manual tug test confirmed that both welds were secure and intact. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report of a kinked guide wire during use was confirmed through examination of the returned sample. The guide wire contained multiple kinks towards the middle of the body. The returned guide wire and catheter met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it appears that undue force was applied during removal from the catheter. However , there is no conclusive evidence to confirm whether an improper pulling technique was used. The reported resistance encountered during the procedure supports the conclusion that an unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.